Manufacturer narrative:
This report is submitted on february 15, 2019.

Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2018, the surgeon attempted initial insertion of the electrode array; but, the insertion was difficult due to ossified cochlea. Once a full insertion of the electrode was obtained no nrt measurements were found resulting in the decision to remove the device. The implant was discarded as a result. It is unknown if the patient was reimplanted with another device as of the date of this report. There is no reports of patient injury associated with this event.